Event description:
I had lasik eye surgery in 2006 at (B)(6). I was (B)(6). By 2010 my vision started to change. My left eye started to go distance while my right eye went close up. I was wearing glasses in 2011. In 2013 I was told I had a cataract in my right eye. My eye doctor, (B)(6) , told me he couldn't redo my lasik because of my cataract. He told me I could not have lasik after cataract surgery. I was supposed to have a lifetime warranty. He said my vision could be fixed with my new lenses. They are not going to help me with any cost. No one ever explained any cataract risk to me. Today ((B)(6) 2014) dr,. (B)(6) referred me for cataract surgery. He also told me my left eye now has a cataract. I spend (B)(6) for about 4 years of good vision. I thought it was a lifetime warranty based on my lifetime, not my cornea. In retrospect, having this done was a bad decision.